Event description:
The rptr stated that her husband, age 44, diagnosed as a type ii diabetic 20 years ago, was seen at the ER for a partial bowel blockage, where a blood glucose of 36 was obtained with a hosp monitor. The pt was treated with glucose. The pt is on a sliding scale (insulin r). For several days prior to the incident, the rptr had tried to obtain a reading with the suspect device. At the ER, the device gave "error" four times. Comparison data obtained at the hosp (timing unknown) gave suspect device 397, lab 160/suspect device 495, lab 134. Controls were acceptable after the event. The rptr claims that the product caused a delay in the pt's treatment because it "read high".

Manufacturer narrative:
Standard disclaimer on file.